Manufacturer narrative:
Pump received error 37 during rewind due to motor flex not plugged in properly. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error . Unit tested outside the pump and received pump error at rewind. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer stated that pump had rack in battery compartment. The insulin pump will be returned for analysis.